Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of 21j04-t was provided by the initial reporter. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ extension set, pr experienced leakage at the connection site. The following information was provided by the initial reporter: this is a neutraclear with one lumen that leaked during normal administration. The leakage occurred between the preglued extension line and the neutraclea. Therapy temporarily stopped for product replacement.

Event description:
It was reported that the bd neutraclear¿ extension set, pr experienced leakage at the connection site. The following information was provided by the initial reporter: this is a neutraclear with one lumen that leaked during normal administration. The leakage occurred between the preglued extension line and the neutraclea. Therapy temporarily stopped for product replacement

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 08-jun-2022 h6: investigation summary one pb-nc5301 sample was received without packaging for investigation; however the customer confirmed that the product was from from lot 21j04-t; the sample was received connected to a bd posiflush syringe. The returned sample was subjected to functional testing by flushing with fluid; no occlusion or leakage was observed throughout testing; furthermore the sample was then subjected to pressure testing, again no leakage was observed throughout testing. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records for lot 21j04-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.